Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 5. Reference MFR. Report#: 1627487-2019-00347. Reference MFR. Report#: 3006705815-2019-00070. Reference MFR. Report#:1627487-2019-00348. Reference MFR. Report#:1627487-2019-00349. It was reported the patient experienced an infection located at the ipg and lead site. As a result, the scs system was explanted (B)(6) 2018 and the patient was given oral and IV antibiotics. The infection gradually resolved.

Event description:
Device 2 of 5: reference MFR. Report#: 1627487-2019-00347. Reference MFR. Report#: 3006705815-2019-00070. Reference MFR. Report#:1627487-2019-00348. Reference MFR. Report#:1627487-2019-00349.